Event description:
It was reported that the patient presented to the hospital experiencing phrenic nerve stimulation. A chest x-ray confirmed left ventricular lead dislodgement. The lead was replaced.

Manufacturer narrative:
Na